Event description:
It was reported that the patient was scheduled for surgery due to high lead impedance. It was later reported that the patient had her generator replaced due to battery depletion. Attempts for further information have been unsuccessful to date.